Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal insulation was damaged at 11.5 cm from the connector pin. The damaged insulation created a short between the coils and resulted in the reported impedance anomaly. The damage is consistent with mechanical stress (i.e.: suture sleeve tie-down).

Event description:
It was reported that the ventricular lead exhibited low lead impedance and noise. The lead was explanted.